Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out procedure, increase in capture threshold was observed. Externalized conductors and lead fracture were noted. Lead was capped and replaced on (B)(6) 2016. The patient was asymptomatic and was stable throughout and after the procedure.